Manufacturer narrative:
Manufacturing review: a device history record could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and six months later, x-ray acute abdomen images showed that an inferior vena cava filter was present with fractured metallic cage arms about the level. After five months, the patient presented with right lower quadrant abdominal pain. Abdominal radiography was revealed that an inferior vena cava filter projects over the expected location of the inferior vena cava within the mid abdomen. Inferior vena cava filter with evidence of strut fracture and possible strut migration. After one-week, computerized tomography-abdomen/pelvis with contrast showed the inferior vena cava filter struts had all perforated through the wall of the inferior vena cava. Two struts had fractured, and were entirely extracaval, one strut abuts the anterior aspect of the right psoas muscle. The other fractured strut lay anterior to the adjacent right lower medial kidney. Two struts abut, but did not involve, the aorta. One strut has caused osseous remodeling of the vertebral body. After one month, the patient scheduled for inferior vena cava filter removal. Access was gained via right internal jugular vein. The 10-(B)(6) vascular sheath land cook retrieval set were coaxially placed through the 16 (B)(6) sheath. Attempt to snare the apex of the inferior vena cava filter with the gooseneck snare was unsuccessful. A wire loop was then fashioned using an exchange length glidewire land gooseneck snare to pull the glidewire back up through the sheath. The inferior vena cava filter apex was secured in this manner, then the filter was removed by re-sheathing the filter. The filter was then inspected for completeness. 1 strut was found to be within the hub of the sheath and removed with a hemostat. A 5 (B)(6) omni flush catheter was then positioned in the lower inferior vena cava, and a repeat cavogram was performed to identify complications of which there were none. Fluoroscopy was also performed of the chest to confirm there was no embolization of fragments. Fluoroscopy and inferior vena cava cavogram demonstrated an inferior vena cava filter positioned within the infrarenal vena cava. At the beginning the procedure, there were 10 attached struts to the filter was intact apex and 2 detached fractured structures which were extravascular. The intact portion of the inferior vena cava filter was removed in its entirety as one unit, from the inferior vena cava as demonstrated by fluoroscopy. Visual inspection revealed 9 attached struts and one was found within the hub of the sheath which likely broke off in the hub during removal. A very small amount of thrombus was present in the apex of the filter. Follow-up cavogram demonstrated no evidence of active extravasation or significant filling defect within the cava. Uneventful inferior vena cava filter retrieval. Two fractured struts remain in the right abdomen/retroperitoneum which were not possible to remove endovascularly. Gross description stated that the specimen was received in a container, labeled with patient information and inferior vena cava filter, and consists of a metal, pronged device with nine struts attached and one strut detached. The intact fragment measures 4.5 cm in length x 3 cm in greatest width. The detached strut measures 2.5 cm in length. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava, filter limb detachment. However, the investigation is inconclusive for alleged filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated, struts detached and perforated. The device was removed percutaneously. The patient experienced excruciating abdominal pain; however, the current status of the patient is unknown.